Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. The initial hcg + b result was 0.100 miu/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated twice with results of 60.02 miu/ml and 64.94 miu/ml. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 28429206 with an expiration date of 28-feb-2019.

Manufacturer narrative:
Neither a general instrument nor a reagent problem was identified. Based on the information provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
The last preventive maintenance visit was on 20-feb-2018. Pinch tubing was last replaced on 01-apr-2018. Liquid flow cleaning was last performed on 01-apr-2018. Procell and cleancell are replaced almost daily due to high throughput. There are no problems with any other assays.

Manufacturer narrative:
No issues were identified during a review of the customer's calibration and qc data from the day of the event. The instrument performance data that was provided from 20-apr-2018 was ok.